Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the insyte ag bc global wing pnk 20gax1.16in only partially retracted during use.the following information was provided by the initial reporter, translated from (B)(6) to english: "we have had some IV needles where the wings folded very quickly or the needles were not completely in the cover".

Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the insyte ag bc global wing pnk 20gax1.16in only partially retracted during use. The following information was provided by the initial reporter, translated from dutch to english: "we have had some IV needles where the wings folded very quickly or the needles were not completely in the cover."